Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported the pt presented to the hospital with severe back pain. The CT demonstrated that the pt had a micro endoleak below the gate on the contralateral side. The following day, an angiogram was performed revealing a contained rupture. The physician elected to implant another manufacturer's stent graft and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak, rupture).